Event description:
Boston scientific received information that during the pre-implant interrogation, this device displayed a code 1003. The device was not used, and no patient was involved in the event.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. The device was subjected to a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device. A review of the device memory confirmed the (B)(4) was recorded on (B)(6) 2015. This was the only fault, and the battery status was beginning of life (bol). The battery voltage was 2.978v. An analysis was performed detailing the battery voltages in relation to the temperatures the device was exposed to while the device was in field stock. The colder the temperature, the lower the battery voltage. Temperatures below 0° c were noted in november and december of 2014, and in february temperatures between 0° c and 1° c were noted. The (B)(4) was induced by exposure to colder temperatures. The colder temperatures caused the battery voltage to dip, triggering the fault.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.